Manufacturer narrative:
Results of investigation: a vyaire third party service technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1150 stopped ventilating and alarming while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.